Event description:
It was reported that patient underwent incisional hernia repair on (B)(6) 2013 and mesh was implanted. Following insertion, the patient experienced hernia recurrence and underwent a mesh removal procedure on (B)(6) 2013 concurrently with mesh insertion. The surgeon opines that mesh was not integrated on the wall.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.